Event description:
It was reported that an anti-reflux y-set had a crack, which resulted in a leak. This occurred during patient infusion of morphine. The device was attached to non-baxter pca tubing and a non-baxter luer-activated device. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter; however, the evaluation is not yet completed. Flow testing identified a leak just below the non-baxter luer activated device. Microscopic analysis revealed that the injection port had a vertical crack running the length of the shaft of the port. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.